Manufacturer narrative:
(B)(4). Concomitant medical products: bone scr 6.5x20 self-tap, 00625006520, 64035945. Report source: (B)(6). Associated products: bone scr 6.5x20 self-tap, 00625006520, 64035945, bone scr 6.5x20 self-tap, 00625006520, 64035945, g7 pps ltd acet shell 54f, 010000664, 6166713, g7 neutral e1 liner 36mm f, 010000858, 6308679, tprlc 133 type1 bm ho 14.0, 51-114140, 6278700. Customer has indicated that the product will not be returned to zimmer biomet for investigation, (retained by hospital). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip procedure a section of the head of acetabular screw broke off while it was being screwed through cup into the acetabular bone. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-00058.

Event description:
No further event information available at the time of this report.